Manufacturer narrative:
Evaluation of the returned device involved in this report by a zyno representative indicated that the component failed. Pump was repaired and returned to customer.

Event description:
The device distributor reported that the pump did not alarm a downstream occlusion. Zyno has requested but the distributor has yet to provide information regarding to the actual situation. There was no patient involved. Zyno medical llc has no information to determine if the issue was identified at end user facility or at the distributor service site.